Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device had malformed staples. A second device was needed to complete the surgery. No patient consequences were reported.